Manufacturer narrative:
The insulin pump passed the functional testing, including the displacement test, rewind, seating, basic occlusion test and force sensor test. The insulin pump was received with missing retainer ring, missing reservoir tube seal, cracked case at the battery tube side, cracked battery tube threads, a cracked keypad overlay at the select button and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was cracked at the back. The blood glucose reading was 17 mmol/l. The insulin pump was replaced and returned for analysis.